Event description:
It was reported the patient experienced no stimulation sensation following a car accident a week and a half ago. It was reported there was trauma to the implantable neurostimulator (ins) site during the car accident. The ins reportedly hit the car seat, and the site was black and blue afterwards. The ins was not working following the accident and the patient felt no stimulation sensation. The recharger (insr) had showed a poor communication screen and a communication problem was reported. The ins appeared not to be functioning appropriately. The last time the patient recharged was about 2 weeks ago. It was reported the patient had an appointment with the health care provider friday. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), product type: lead; product ID 3487a-56, lot# v578018, product type: lead; product ID 3487a-56, lot# v590591, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), product type: extension; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).